Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays were received. The x-ray review did not draw any conclusions about femoral component and tibial tray contribution to the reported patient pain. At this point based on the information provided a root cause cannot be determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Knee revision performed on (B)(6) 2014 at (B)(6) hospital. Primary lcs tkjr done in 1994, metal backed patella revised in 2007. Full revision of the entire tkjr was performed for pain, effusion and poly insert wear. (B)(4).